Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortous right percutaneous transluminal artery (pta). The coyote 2.5x40x145cm balloon catheter encountered resistance advancing to the lesion. The balloon crossed the lesion and ruptured at 4 atms on the initial inflation. The procedure was complete with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).